Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dark screen. There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips remote service engineer (rse) noted that the customer has a v60 ventilator with a screen that is dark. The device has a 1st generation lcd, and it is no longer available. The rse recommended replacing the user interface assembly.

Manufacturer narrative:
H10: a philips remote service engineer (fse) determined the issue was due to a failure related to the user interface (ui) assembly. The repair for this device could not be conducted at this time, due to a back order status of a part (ui assembly) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.